Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection has been performed on returned meter and no issues were observed. Meter powered on with button depression and test strip insertion. Blank screen was not observed. An extended investigation has been performed for incorrect date/time and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 2012. Since it has been in distribution beyond its useful life at the time of the complaint and this is not a product nonconformance and is functioning as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.